Event description:
On april 25, 1992, a patient was readmitted to our institution with a suspected infection following cardiothoracic surgery. A serious post-op wound infection was confirmed as of april 29, 1992; the causative organism was found to be aspergillus fumigatus. Patient was a 68 year old male who had had surgery during the week of march 8-14device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination, other. Results of evaluation: inadequate quality assurance, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, none or unknown. The device was destroyed/disposed of.